Event description:
The customer reported motor error and button error alarms. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly, motor and keypad trace. Unable to verify the alarms due to the blank display.